Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 485 mg/dl. The customer stated that her blood glucose reached as high as 600 mg/dl leading up to her admission to the emergency room. She complained of vomiting, nausea and weakness, and she was treated with intravenous insulin upon admission. She stated that she was wearing the insulin pump at the time of hospitalization, and when the hospital advised her that she could put the insulin pump back on, she reported that the insulin pump alarmed motor error and no delivery. She was advised that, since she received the motor error alarm, troubleshooting for the no delivery alarm could not be performed. She was advised to always have a back-up plan for treatment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.